Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, without any warning to the plaintiff, his right hip implant fractured due to the defective nature of same, causing plaintiff to be immediately taken where an emergency procedure was performed for the fractured prosthetic neck.